Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of over 560 or 590 mg/dl. Customer's blood glucose was 200 mg/dl in prior night and he woke up with 400 mg/dl. Customer confirmed the retainer ring was intact and the pump was not damaged. The customer ate and gave bolus himself but her blood glucose remained high and also insulin pump was preventing her for calibrating. Customer's blood glucose increased 600 mg/dl. Customer was treated at hospital with saline, magnesium, potassium, heparin, lantus and injection. Troubleshooting was declined for high blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.